Event description:
Additional information received from the consumer reported steps taken to resolve the lack of stimulation sensation with stimulation turned on included a meeting with a manufacturer's representative (rep) on (B)(6)-2015 where the rep checked the patient's stimulator and determined that the leads had shorted out, but the rep did not know why. There was no change in activity level and no falling down or sudden jars. The patient tried changing programs and "going higher with stimulation," but neither worked. If additional information is received, a follow-up report will be sent. **please see manufacturer report #6000153-2015-00435 for information on the patient's concomitant lead issue.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from a consumer reported no stimulation. The consumer had checked his device with the patient programmer which showed that stimulation was on. On (B)(6) 2015 the consumer got the screen to turn stimulation on and was not able to decrease his stimulation. He turned stimulation on and then tried to increase stimulation but couldn't feel anything. On (B)(6) 2015, he was getting the symbol on his programmer to turn on stimulation when he was trying to increase stimulation. The consumer confirmed that stimulation was on by the icon on the programmer. He turned up stimulation and was not feeling it. This did not resolve the issue. The consumer changed from program c to b and was still not feeling stimulation when he increased stimulation. The consumer was on program c and had stimulation on 3.10 volts to 3.20 volts during the night, and stimulation was on 3.5 volts to 3.9 volts during the day. The consumer changed to program b with stimulation at 4.60 volts and increased to 5.5 volts to 5.7 volts and he was not feel ing stimulation. This also did not resolve the issue. Additional information received from the consumer reported that he was on program c at 3.8 volts. He increased the stimulation all the way to 7.0 volts and couldn't feel anything. The consumer noted that he usually had it at 3.1 volts to 3.9 volts; the highest he ever had it at was 4.0 volts. It was noted that the consumer had left a message for a manufacturer representative but had not heard anything back. There were no trauma/falls reported that could be related to the issue. There were no recent medical tests or electromagnetic interference environmental exposures. The consumer was to follow-up with his health care provider. The issue occurred during use. No further cause or outcome was available. Follow-up was conducted to obtain this information; if additional information is received, a supplemental report will be sent. The consumer's indication for use was noted to be spinal pain.

Event description:
Additional information received from a manufacturer's representative (rep) reported that the issue was resolved. The patient was reprogrammed and all was well. If additional information is received, a follow-up report will be sent.